Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to high blood glucose with unknown blood glucose levels at the time of the incident. The caller reported that the insulin pump was not delivering or the customer was not responding to insulin. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller also reported diminished battery life on the pump and unexplained no delivery alarms. Troubleshooting was not completed as the caller declined. The insulin pump will not be returned for analysis.